Manufacturer narrative:
A distributor field service engineer (fse) arrived at the customer site to investigate the reported event. The fse replaced the bent sample nozzle and adjusted the alignment. The fse then calibrated the clog voltage and hand ad. Quality controls were run to verify proper aia-360 instrument's performance, which passed without any issues. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 08-jun-2018 through aware date 08-jul-2019. There were no other similar events reported during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message: 4019 spec.z-axis home sensor. Description: the specimen z-axis motor home sensor remains activated. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the sample nozzle being out of alignment on the aia-360 instrument. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported to the distributor getting error message "4019 spec.z-axis home not found" and a bent sample nozzle on the aia-360 instrument. The customer requested service to address the event. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl2) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.